Manufacturer narrative:
It was reported by a patient, experienced burns and black spots on the face on the day after thermage flx treatment. Patient not willing to provide photos of adverse reaction sites. The doctor who provided this treatment has resigned and no information can be provided from clinical side. No product returned for evaluation. Burns and blisters are known possible patient reactions to flx treatment per thermage flx system user manual (B)(4). Based on the lack of information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The treatment tip has been discarded and is not available for evaluation. The product serial number was requested, but not provided so a review of the device history records is not possible. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing a burn and black spots the day following their thermage face and eye treatment. No treatment for the burn or spots was noted. The current status of the patient is reported as unchanged, as the black spots remain. The patient would not provide photos. No clinical information is available as the treating physician has resigned.